Manufacturer narrative:
(B)(6). This lot was manufactured july 26, 2016 - july 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor filled with 53.5ml of 5-fu and 61.5ml of 0.9% sodium chloride completed the infusion in less than 24 hours instead of expected 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.